Manufacturer narrative:
(B)(4). Device returned to MFR: the device was returned for analysis. Device analysis revealed a kink and damage/open hole at the lap joint area in the sheath assembly. Impedance testing shows an electrical open at distal wave form. It was observed that the catheter leaked from the lap joint when it was flushed. During image characterization testing, no image appeared in the ilab system. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on investigation completed on 03-feb-2017. It was reported that lost image occurred. An opticross¿ imaging catheter was selected for use. During the procedure, lost image occurred. Thus, normal imaging could not be performed. The procedure was completed with a non-bsc device. No patient complications were reported. However, device analysis revealed a damage/open hole at the lap joint area in the sheath assembly.